Manufacturer narrative:
Become aware date updated to 08may2026.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while removed from service at third-party bench service, the third-party service engineer observed the tempus pro device is unable to boot up or update. The device is stuck in a firmware update indicating "ECG firmware update failed". As the device was removed from service at the time of the incident, there was no patient involvement.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while removed from service at third-party bench service, the third-party service engineer observed the tempus pro device is unable to boot up or update. The device is stuck in a firmware update indicating "ECG firmware update failed". As the device was removed from service at the time of the incident, there was no patient involvement.